Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient deciding to put a different bg value in ez bg and not use the suggested dose the pump recommended).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/21/2014 with the following findings: the daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. Pump passed flow accuracy test and found to be delivering within required specifications. There was no defect found.

Event description:
The patient contacted animas on (B)(6) 2014 reporting that their blood glucose (bg) was high on the freestyle meter with lethargy and treated with a 12 unit bolus and they were high and gave another 7.9units. The patient reported that they did not eat breakfast but did eat lunch. The patient stated that they gave a 5 unit bolus; however, the bolus history showed it as 0.0 units given. The patient stated that they went to ez bg and put in 400mg/dl (they stated they are a brittle diabetic) and after the pump subtracted the 2.66 iob it suggested 7.700 but the patient stated they only decided to give 7.00 units. The patient stated that currently they have the flu. By the end of the call the patient was speaking clearly and reported that their lethargy improved. The patient¿s bg read high 30 minutes post bolus. Customer support (cs) advised the patient to monitor bg. The patient changed their site and was educated about two bgs at 250mg/dl or one bg at 400mg/dl if there is no other reason for elevation. The patient missed/inadvertently gave 0.00 bolus for when they ate. This report is being made due to the blood glucose event the patient experienced that resulted from patient deciding to put a different bg value in ez bg and not use the suggested dose the pump recommended.